Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The balance middleweight guide wire is being filed under a separate medwatch MFR number. There was no reported product deficiency and the product was not returned. Dissections are known adverse events as listed in the multi link mini vision rx instructions for use (IFU). Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (coronary artery bypass graft, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported during the procedure to treat the 80% stenosed obtuse marginal, during use of either the non-abbott guiding catheter, the bmw guide wire or deployment of an rx vision stent, a dissection occurred. An attempt was made to advance through the newly deployed vision stent with a 2.25x12 mm rx vision, to treat the dissection; however, it would not cross and the distal stent struts became flared. The dissection was treated successfully with plain old balloon angioplasty and the patient is reported to be stable. The dissection delayed the procedure by 25 minutes and required additional treatment to the vessel. No additional information was provided.